Manufacturer narrative:
Additional information received on 14 april 2016 and includes: no infection detected during the revision surgery. On 29 april 2016 the medical affairs director performed a clinical evaluation and commented as follows: stem revision in cementless tha 2,5 years after primary. No infection reported. At the follow up x-ray a perceptible distalization of the load transfer pattern can be seen. This may be related to a rather steep osteotomy that sacrificed the medial femoral metaphysis. As there is no preoperative x-ray available, the reason for this choice cannot be determined or evaluated. In presence of this femoral situation, a longer stem should be preferred. The root cause cannot be determined with certainty, but I think the unusual femoral resection may have contributed, given the reduced length of the femoral component, more suitable for more conservative ostectomies. Batch review performed on 29 april 2016. (B)(4).

Event description:
Loosening of the stem. Revision surgery will be performed.

Manufacturer narrative:
On 30 june 2016 it was prepared a final report with the information already submitted in the initial report. On 01 july 2016 the report was sent to the initial reporter and the case was closed.